Event description:
When the physician opened the device on the back table the tip shape was not the same as the referenced description. The product was not used on the patient.

Manufacturer narrative:
Results: the catheter has a marked bend in the distal tip. A 0.025" mandrel was introduced into the hub of the catheter and advanced distally. The mandrel moved smoothly through the catheter and exited without incident. The catheter is fully functional. Conclusion: the bent tip noted in the complaint is confirmed. This micro catheter is shipped with a shaping mandrel inside the distal tip. The distal end of the mandrel is formed into a hoop for ease of handling. If the mandrel were install too deeply into the catheter, the tip could have formed on the circular part of the mandrel, resulting in the bend at the tip seen. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.